Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the patient's refill appointment an overdose occurred when the refill nurse unfamiliar with the pump, injected medication into the catheter access port (cap). The patient was treated for an opiate overdose. The patient is now doing fine.